Manufacturer narrative:
The device was returned to olympus and the reported event was confirmed. Additional defects found include: the water-tightness of the objective lens was not maintained; the bending angle was insufficient due to the elongation of the angle wire; white scratches were found on the image; scratches on the device due to external factors; dirt that was difficult to remove was found on the switches due to handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the cause of the peeling adhesive is physical stress due to dropping, bumping, or deterioration or due to chemical stress such as during cleaning, disinfecting and sterilization. The root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that device had a defect in the curved part. Upon inspection and testing of the customer returned device, it was observed the adhesive of the objective lens and lighting lens at the tip was chipped, peeling, and falling off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.